Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's investigation. Updated fields: h2, h6, h11. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head light guide cable did not illuminate the field and had an unsheathed camera cable. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was partially confirmed. Water tightness was lost due to poor water-tightness of the cable. However, no image issues were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by the user not following the manufacturer's instructions. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head light guide cable did not illuminate the field and had an unsheathed camera cable. There was no report of patient harm or user injury associated with this event.